Manufacturer narrative:
(B)(4). It was reported that a pediatric patient was using the complaint device. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report that the receiver restarted itself without manual input on (B)(6) 2015. The patient stated that prior to this event, patient's father was resetting the device with dexcom technical support over the phone. Pediatric patient uses adult device against user guide recommendations. No additional patient or event information is available.